Event description:
It was reported that the patient had the inflatable penile prosthesis removed as the device was inoperable due to a fluid leak from a tubing break. A new inflatable penile prosthesis consisting of cylinders, pump, and reservoir was implanted. There were no patient complications.